Event description:
The customer reported that the system was unable to scope, perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The hard drive and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.